Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a patient¿s blood glucose (bg) reached 324 mg/dl while wearing the pod for 15 to 20 hours on the abdomen. The needle mechanism did not deploy as intended during activation. A correction bolus was delivered to treat the high bg.